Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: reading in the 80's or 90's mg/dl, reading in the 150's or 160's, and reading around 115 mg/dl or the 120's. On a second day, customer reportedly again received the following results: reading in the 80's or 90's mg/dl, reading in the 150's or 160's, and reading around 115 mg/dl or the 120's. No adverse event reported. Return of the suspect device was requested for evaluation.